Event description:
Customer contacted the manufacturer reporting one pt requiring replacement of their iol as targeted correction was not achieved. The iol master was used preoperatively to determine iol lens power.

Manufacturer narrative:
Several days prior to notification of this event, the unit was evaluated and found to be out of calibration. It was also noted that the site had misplaced their calibration tool; therefore, calibration couldn't be verified daily as required by the user manual. At this time, the unit is unavailable for further eval as the site is in the process of relocating. Based on current info user error is suspected.